Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, the capsule was in the back of the pt's mouth initially then it was accidentally swallowed. A basket was used to retrieve the capsule from the pt's stomach. When the physician went in with a scope he could see a red mark where the capsule attempted to attach. The pt was not injured following the procedure.